Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2020-02917). This MDR resubmission now reflects the correct product registration number. This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Pump dropped caused door disconnected to bezel assembly (B)(6) 2019 10:23:17 ian pfifer (ipfifer) po for $365. Approved by joe gabriel, (B)(6). Shipping & billing address confirmed. There was no patient involvement. (B)(6) 2019 08:49:40 lien n tran (ltran) missed tat (workload). (B)(6) 2019 12:31:56 annette a mendez (amendez) (B)(4).

Event description:
Pump dropped caused door disconnected to bezel assembly. On (B)(6) 2019 10:23:17 (B)(6). Po for (B)(6) approved by (B)(6). Shipping & billing address confirmed. There was no patient involvement. On (B)(6) 2019 08:49:40 (B)(6). Missed tat (workload). On (B)(6) 2019 12:31:56 (B)(6). (B)(4).

Manufacturer narrative:
Addition: updated adverse event codes (h6).